Event description:
Reported one false negative result. The customer communicated the result was positive by an alternate molecular method (pcr). The customer also communicated three other false negative events captured in separate reports.

Manufacturer narrative:
Investigation summary: product appears to be performing as expected. Review of customer data showed a potential low target sample that yielded negative results. Most likely this sample falls below the lod of the product. Unable to determine root cause. Root cause: unable to determine. Source: phone.